Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had an alert for low hvli. It appeared that there was only one out of range measurement on the svc-can vector. The physician will continue to monitor the patient.